Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was confirmed that there was no repair history within the past year. Based on the results of the investigation, the subject device was manufactured on (B)(6) 2013 and is a product before countermeasures due to a design change of the dr boards in the patient board set, and was caused by a failure of the ap and dr boards. It was confirmed that the design of the dr board was changed on (B)(6) 2018. It was presumed that the phenomenon was caused by the failure of the ap and dr boards . Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported customer issue was confirmed. Upon inspection, the device was observed with no image due to faulty patient board. Bad port was determined when the cable was being plugged in. In addition, the device was found running an old software version and needs to be upgraded. The main switch was found with old version and needs to be replaced. Based on evaluation findings, the reported issue was identified to be attributed to a faulty patient board. The faulty patient board was due to electronic component failure. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device has no image with 180 scope series and only gets color bars display. Different 180 scopes and different maj-1430 cable were tried and still not getting an image. The issue occurred during preparation for use. There was no patient involvement reported due to the event. No user injury reported.